Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A doctor reported that the handpiece occluded during surgery. The handpiece was flushed, a new tip was taken and the procedure was completed. There was not pt impact. The doctor refused to provide any additional info. This is one of two medical device reports being filed for this facility and this handpiece.